Event description:
It was reported before implantation, interrogation found the wrong device had been delivered. That device was returned and the physician implanted another device. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: the reported packaging anomaly was confirmed in the laboratory and was believed to be due to a accidental swap during manufacturing. (B)(4).